Event description:
A malfunction on the pump was reported by the customer. There was no reported impact on the customer¿s blood glucose level. Reportedly, the pump was replaced to resolve the issue, and the customer would reach out to their hcp to obtain a backup method of insulin therapy.